Manufacturer narrative:
The abiomed field service engineer (fse) determined the power and battery management (pbm) caps were leaking and some corrosion had occurred. Follow up with the fse has not been completed to confirm part was replaced and aic is back in service. A post market investigation is required. Upon completion, a supplemental MDR will be filed.

Event description:
The abiomed field service representative reported the user facility's automated impella controller (aic) had a controller failure alarm. This was discovered during a preventive maintenance. The console was diagnosed, and the power and battery management (pbm) module had a failure to communicate. After carefully inspecting the pbm the caps were leaking, and some corrosion had occurred. The pbm will be replaced.

Manufacturer narrative:
D2 common device name revised on manufacturer device report 1220648-2023-03181 in accordance with updated procedures. D4 model number was erroneously entered on the initial manufacturer device report number 1220648-2023-03181. E2 was erroneously selected on the initial manufacturer device report number 1220648-2023-03181. F6/f8-should have been left blank on the initial manufacturer device report number 1220648-2023-03181. G1 reporting contact email revised on manufacturer device report 1220648-2023-03181 in accordance with updated procedures.